Event description:
Ophthalmic innovations international received a court summons in 2003. The summons states that the plantiff was rendered sick and disabled, suffered injuries, pain and mental anguish, was compelled to seek medical care, incurred expenses and was permanently injured and disabled.